Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07aug2019. The manufacturer¿s international service technician replaced the data acquisition (da) pcba and the power switch overlay to address the reported problem. The (da) pcba was returned to the manufacturer for investigation: it was determined the failure of this customer returned data acquisition (da) board was caused by a defective u6 pressure sensor. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found that the proximal pressure readings were outside specifications at the 1 hpa setting. There was no patient involvement.